Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump time was incorrect. Tandem technical support assisted the customer in correcting the pump time. Blood glucose level was not impacted. Reportedly, the customer reverted to an alternate pump for insulin therapy.